Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer was unable to rewind the insulin pump. Customer put on a new battery and it won't come on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No unexpected pump error 23 alarms or blank display anomalies noted during testing. Power error 25 alarms during testing and pump error 63 alarmed during self test, problem isolated to electronic board stack.